Event description:
It was reported that the customer was subsequently hospitalized with a blood glucose (bg) level over 500 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.